Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was used as first fire on the pylorus, during the firing the firing trigger got loosened up after the closing trigger was closed but while closing the firing trigger. There was a waiting of 5 min waiting time before firing, the cutting was also not smooth and in the second firing the similar thing of loosening of trigger happened and cartridge did not fire in this instance. Every firing manual release was used to open the jaws. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional questions answered: on what tissue type was the device used? At what location on the tissue?-at pyloric region. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?-no. What stroke did the event happen? 3rd stroke. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and tried the 2nd also. What other color cartridges were used before and after this event?- green & blue. Was buttressing material utilized? If so, which product?-no. Was the instrument fired across or near an existing staple line or clip?-no. Were any unexpected noises heard? If so, when?-no. Were any of the forces higher or lower than expected (closing, firing, or opening)?-no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?-no, manual release was used to open the stapler . Was there any difficulty removing the device from the tissue?-yes - stapler was stuck to the tissue and half staples formed. Is there any other additional information you would like to share about this device or procedure? No.